Event description:
It was reported that the right ventricular lead had high threshold and the pacing impedance had been steadily rising, and was now high. A lead fracture was suspected. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the right ventricular (rv) lead impedance and threshold are continuing to rise. The lead remains in use and is continued to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.